Manufacturer narrative:
This report is submitted on february 12, 2021.

Event description:
Per the clinic, the patient experienced issues with sensitivity and retention at the implant magnet site, following a previous soft tissue reduction (specific date not reported). The patient was placed under general anesthesia on (B)(6) 2021, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.